Event description:
Anesthesiologist contacted aspect via email regarding a case which occurred in 2007. A patient underwent a short gynecological procedure (leep) under general anesthesia. Prior to the surgery, the surgeon was informed the patient was allergic to adhesive products. A bis sensor was placed as per routine practice. After the procedure, the patient was discharged home without incident, but later developed hives along her forehead. She took some benadryl, but her facial hives spread to the rest of her face, later she could not open her eyes. After taking benadryl and claritin, the swelling began to slowly decrease and completely resolved after one week.

Manufacturer narrative:
We conducted a review of the lot history record for the sensors which may have been used at the time of this incident. We concluded from this review that all sensors were properly qc inspected and tested in accordance with the approved procedures. Retain product was sampled by completing a visual inspection for contamination. Results indicate these samples passed our incoming inspection criteria for contamination. There were no manufacturing changes (such as a change in the gel or adhesive) that may have caused a patient reaction. Product label states "if skin rash or other unusual symptom develops, stop use and remove". Benadryl and claritin are considered widely used over the counter treatment for allergic reactions. However, it is unknown if the treatment was to prevent serious injury. Device functioned as intended and did not malfunction. Our investigation concludes that this incident did not result in permanent damage or permanent impairment, did not cause or contribute to a death, an did not malfunction. However, it is unknown if the use of benadryl and claritin was medical intervention to prevent serious injury. Therefore, an MDR is required.